Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, the device cut but did not staple on the second firing. No excessive bleeding was reported. The device was reloaded to complete the procedure. There was no adverse consequence to the patient. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.